Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 19 mg/dl and paramedics treated the customer with intravenous glucose. Glucose tablets and milk consumption were also used to address the bg. The customer thought that the low bg may be due to being a brittle diabetic; however, did not have an "exact reason". Bg stabilized at 166 mg/dl. Tandem technical support advised the customer to discuss the event with a healthcare provider.